Manufacturer narrative:
The device manufacture date is currently unavailable. UDI has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device housing was cracked. It was further determined that the device failed pretest for check external leak tightness, check internal leak tightness, check with test bench and record results; power: 30 to 80 watt(w) and speed: min. 632 to 1032 rpm at 6.5 bar ± 0.2 bar, marking & labeling, general condition and check history. It was noted in the service order that the device housing was cracked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.